Manufacturer narrative:
Evaluation conclusion will be submit in a supplemental report.

Event description:
The hospital, reported the following event to (B)(4): "surgery scheduled to remove gamma nail and implantation of total hip implant. The gamma nail fractured in the femoral shaft without fall of the patient or explanation to understand this fracture. Extraction of the upper part of the nail with a clamp and it was necessary for the surgeon to perform an osteotomy with bone window to remove the other part of the nail which remained in the femoral shaft. The procedure was delayed of 1 hour, weakness of the femoral shaft, bleeding and transfusion."

Event description:
The hospital, reported the following event to (B)(6): "surgery scheduled to remove gamma nail and implantation of total hip implant. The gamma nail fractured in the femoral shaft without fall of the patient or explanation to understand this fracture. Extraction of the upper part of the nail with a clamp and it was necessary for the surgeon to perform an osteotomy with bone window to remove the other part of the nail which remained in the femoral shaft. The procedure was delayed of 1 hour, weakness of the femoral shaft, bleeding and transfusion."

Manufacturer narrative:
Evaluation revealed the long gamma nail to be the primary product. All other mentioned products are regarded to be concomitant items. The returned device matched the report, and the incident was confirmed. Investigation revealed no discrepancies in material of manufacturing. According to the damage and the evidences of the breakage surfaces the nail broke in a fatigue fracture due to overload, contributed by intra-operatively damage of the nail caused by a deviated lag screw step drill. Due to a notching effect, the miss drill most likely had created the starting point of the implant breakage at the lateral edge of the anterior bridge. A more precise statement is not possible with the information given.